Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a hip procedure when it fell off and into the surgical site. The tip was removed by hand, and the procedure was completed successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
While the product is within specification, our investigation has concluded that this event was a result of a variation in the inner diameter for components manufactured between january 16, 2014 and april 4, 2014. The device was scrapped at the manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a hip procedure when it fell off and into the surgical site. The tip was removed by hand, and the procedure was completed successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.